Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right iliac vein. An 18-6/ 5.8/ 75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation, the balloon could not hold pressure. When the balloon was deflated, there was blood noted in the catheter system. A small puncture in the balloon was noted and the balloon was not able to hold at nominal pressure of 5 atmospheres. The device was completely removed and the procedure was completed with another balloon. No patient complications were reported.